Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by the poor circuit (dp) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image from the composite output due to a faulty circuit board. Also, evaluation found a burn mark on the circuit board and there was dust inside the unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii video system center had no image. The issue occurred when preparing the video system for use during a diagnostic endoscopy. Upon inspection, the customer found the composite port was not giving signal to the software so no image was displayed. The composite port was used for recording purpose only. There was no delay and the procedure was completed using a different port on the device. There was no reported patient harm or impact due to this event.